Event description:
Lap chole - "the clip applied was fired inside the pt, and the clip scissored. The clips then would dry fire, and then one would come out but it would scissor as well. The physician removed the clip applier from the sterile field and asked for another 10mm clip applier. The 2nd applier was a direct drive 10mm clip applier and it performed as intended." Pt status: recovering.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.